Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the patient experienced episodes of dyspnea. The device was interrogated and the pacing threshold had increased and there were episodes where there was no capture on the left ventricular (lv) lead. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.